Event description:
It was reported that upon review of egms, a stored episode of inappropriate atp and hv therapy for supraventricular tachycardia was noted. Programming changes were made. Patient condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.